Event description:
It was reported that the patient was experiencing discomfort at both the ipg and lead sites. It was noted that the patients ipg had migrated causing difficulty to charge the ipg. The patient underwent a revision procedure wherein the physician buried the ipg and clik anchor deeper. The patient was doing well postoperatively. The devices remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123223/7124372. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 30778089.